Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during device replacement, it was found in standby mode and it was impossible to reinitialize it because a loss of telemetry. Lights flicker on telemetry head. The device was explanted and returned for analysis.

Event description:
Reportedly, during device replacement, it was found in standby mode and it was impossible to reinitialize it because a loss of telemetry. Lights flicker on telemetry head. The device was explanted and returned for analysis.

Event description:
Reportedly, during device replacement, it was found in standby mode and it was impossible to reinitialize it because a loss of telemetry. Lights flicker on telemetry head. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during device replacement, it was found in standby mode and it was impossible to re-initialize it because a loss of telemetry. Lights flicker on telemetry head. The device was explanted and returned for analysis.